Manufacturer narrative:
After completion of the device repair, the specification for the performed service and is returned to use. The reported failed components were sent to the product investigation lab (pil) for investigation of failure. Pil tech verified passing results for the proportional valve for all relevant test steps. Pil tech has determined that the suspect proportional valve functions as designed as operates as expected. Pil tech verified failing results for the 3-way solenoid valve in final testing steps. Pil tech has determined that the suspect 3-way solenoid valve does not function as designed. The reported failure of the trilogy ev300 ventilator 3-way solenoid valve is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received information that a trilogy ev300 ventilator was reported to have faulty valves. There was no harm or injury reported. Evaluation of the device confirmed the 3-way solenoid and proportional valves were determined to be defective and required replacement to address the issue. Repair of the device has not been completed at this time. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.